Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and clot/thrombus issue occurred. Char was confirmed adhered to the tip of qdot micro catheter after rpv ablation. No further occurrences after that. Timing was after the right pulmonary vein (rpv) ablation. Blood clots were wiped off and the procedure was continued. The catheter was removed from the patient's body and char was visually confirmed. It was on the proximal side of the tip electrode. No problems related to temperature, impedance, or irrigation. The ablation time did not exceed 60 seconds (per ablation). The total ablation time for this procedure was 90 minutes. The average contact force (cf) value did not exceed 25g. The irrigation setting was within the recommended range. The pre rf time and post rf time settings were; pre2 sec, post 4 sec. The power setting was 90w and 50w. Additional information was received on 07-dec-2023. The system did not present any error messages nor did the physician / user see any product problem. No issues related to the temperature or the flow on the catheter. Temperature control mode. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on 15-dec-2023. Impedance at zeroing was 95. Impedance just before ablation was 100. The patient may have been affected. Oral medicine used lixiana. Heparinized normal saline was used. Heparin administration during the procedure was act value 247.5. Progress reported was that there were no symptoms observed at that stage, but the patient may have had an asymptomatic stroke. The physician determined that there was a causal relationship between the health hazard and the product. Description of the health hazard was char/thrombus. The physician¿s comment was that the char may have occurred on the proximal side of the electrode tip due to insufficient irrigation when using 90w. Additional information was received on 20-dec-2023. Progress was that the facility ce commented, "patient has no symptoms at this stage, but may have had an asymptomatic cerebral infarction." However, the patient was not diagnosed with asymptomatic cerebral infarction. Generator parameters were temperature control mode. Power 90w 4s, target temperature 55, power 50w ai 450-500, target temperature 47. The issue seemed to have occurred at 90w. The noted temperature, impedance and power was at zeroing: impedance 95o and just before ablation: impedance 100o. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. Carto visitag module was used. The settings used was respiration setting: on, stability range:2mm, stability time:3s, force over time:25%3g, tag size:3mm. The color options used was fti.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and clot/thrombus issue occurred. Char was confirmed adhered to the tip of qdot micro catheter after rpv ablation. No further occurrences after that. Timing was after the right pulmonary vein (rpv) ablation. Blood clots were wiped off and the procedure was continued. The catheter was removed from the patient's body and char was visually confirmed. It was on the proximal side of the tip electrode. No problems related to temperature, impedance, or irrigation. The ablation time did not exceed 60 seconds (per ablation). The total ablation time for this procedure was 90 minutes. The average contact force (cf) value did not exceed 25g. The irrigation setting was within the recommended range. The pre rf time and post rf time settings were; pre2 sec, post 4 sec. The power setting was 90w and 50w. Additional information was received on 07-dec-2023. The system did not present any error messages nor did the physician / user see any product problem. No issues related to the temperature or the flow on the catheter. Temperature control mode. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on 15-dec-2023. Impedance at zeroing was 95. Impedance just before ablation was 100. The patient may have been affected. Oral medicine used lixiana. Heparinized normal saline was used. Heparin administration during the procedure was act value 247.5. Progress reported was that there were no symptoms observed at that stage, but the patient may have had an asymptomatic stroke. The physician determined that there was a causal relationship between the health hazard and the product. Description of the health hazard was char/thrombus. The physician¿s comment was that the char may have occurred on the proximal side of the electrode tip due to insufficient irrigation when using 90w. Additional information was received on 20-dec-2023. Progress was that the facility ce commented, "patient has no symptoms at this stage, but may have had an asymptomatic cerebral infarction." However, the patient was not diagnosed with asymptomatic cerebral infarction. Generator parameters were temperature control mode. Power 90w 4s, target temperature 55, power 50w ai 450-500, target temperature 47. The issue seemed to have occurred at 90w. The noted temperature, impedance and power was at zeroing: impedance 95o and just before ablation: impedance 100o. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. Carto visitag module was used. The settings used was respiration setting: on, stability range:2mm, stability time:3s, force over time:25%3g, tag size:3mm. The color options used was fti. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance and patency test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed, and no issues were observed. A patency test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31103149l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. Monitoring the temperature from the electrode during the application of radiofrequency (rf) current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).